Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Audiologist reported that the stimulator had slipped out of position. The device was implanted on (B)(6) 2018. According to internal registration information, a full insertion was not achieved at implantation and channels 11 and 12 were left extra-cochlear; device was fixated with sutures. The surgical wound had healed properly. No accident or trauma was reported. Repositioning surgery took place. The device was successfully repositioned and array re-inserted after it was inadvertently pulled out from the cochlea upon shifting the package in the pocket.

Manufacturer narrative:
(B)(4) submit MDR reports on behalf of (B)(4) corporation (exemption number e2015033).conclusion: based on the received information, the implant housing shifted from its intended position post-operatively. A revision surgery allowed to successfully reposition the implant housing. Additionally, during implantation surgery a complete insertion could not be achieved, i.e. Two channels were extra-cochlear. After revision surgery, in situ measurements were within normal limits. This is a final report.

Event description:
The audiologist reported that the stimulator housing had slipped out of position, anteriorly out of the pocket. No accident or trauma was reported. The surgical wound had healed properly. According to internal registration information, a full insertion was not achieved at implantation and (B)(4) were left extra-cochlear; device was fixated with sutures. No intra-operative measurements were taken at implantation and the recipient had not been activated.